Event description:
Customer reported receiving a motor error alarm during priming. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No motor error alarm. Motor passed test. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker.